Event description:
It was reported to philips that the allura system did not initialize and got stuck at 00:00. The device was in clinical use. No patient or user harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not initialize and got stuck at 00:00. It was identified that the os (operating system) and applications of the host-pc failed and host pc initialization was unsuccessful. The fse tried to reinstall the software from the scratch by following the manual but the backup of the configuration was unavailable. The problem was confirmed with the host pc software which crashed during the startup. So, the fse reinstalled the software from an image saved on the ippc (image processing pc) and then restored the settings, with the reinstallation of the software. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.